Event description:
It is reported that during insertion of articular surface, there is a rectangular piece of metal (1mm x 10mm) detached from the tibia railing. The device was implanted. A small piece of fragment was returned for evaluation.

Manufacturer narrative:
(B) (4). Evaluation summary: the metal fragments were returned for evaluation, however, the tibial baseplate remains implanted in the patient. Sem analysis revealed that the fragments showed elongated dimples on at least one surface, which is consistent with separation due to shear stress. The eds analysis showed that the fragments cosisted of titanium, aluminum, and vanadium, which is consistent with the tibial baseplate material, tivanium alloy. Due to the baseplate not being returned for a more conclusive investigation a definitive root cause can not be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.